Event description:
Event verbatim [preferred term] burned my skin. [Thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), device lot # ar3163/ expiry jan2022, upc# f00573301502x, from an unspecified date for lower stomach pain. The patient's medical history and concomitant medications were not reported. The reporter used used a heat wrap for lower stomach pain as they had done for years to alleviate the pain. However, this time, the patient only had it on a couple hours. They took it off to go to bed and it burned his/her skin. The reporter attached pictures of the burn. The action taken in response to the event with thermacare heatwrap was unknown. The clinical outcome of the event wa s unknown.according to product quality complaints: there was no reasonable suggestion of device malfunction. The sample status at the site was not received. Batch ar3163 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "it burned my skin." The cause of the consumer stating "it burned my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Batch ar3163 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. There was one attribute defect recorded for the batch. On 19feb2019, wrap delamination (glue gaps between layers of wrap) was recorded as a minor attribute defect. Manufacturing technician corrected the issue on 19feb2019 by replacing one broken glue nozzle. Thermal data for the batch met the required wrap batch average temperatures (37.6°c to 41.6°c) per (B)(4), effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The reserve sample evaluation was completed on 08aug2019. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation performed on 08aug2019 for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the (B)(4) site requiring an evaluation for this batch. The previous investigation was not confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this lot.an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 21feb2018 through 21feb2021/manufacturing site: (site name)/ complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown: the citi search returned a total 59 complaints for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event/serious/unknown. A citi complaint trend search was performed for the subclass adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products, refer to the 36-month attached trend chart adverse event serious unknown nsw 8hr 21feb2018 to 21feb2021. There is no further action required. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. There is no further action required.

Manufacturer narrative:
There was no reasonable suggestion of device malfunction. The sample status at the site was not received. Batch ar3163 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "it burned my skin." The cause of the consumer stating "it burned my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaintbatch ar3163 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. There was one attribute defect recorded for the batch. On 19feb2019, wrap delamination (glue gaps between layers of wrap) was recorded as a minor attribute defect. Manufacturing technician corrected the issue on 19feb2019 by replacing one broken glue nozzle. Thermal data for the batch met the required wrap batch average temperatures (37.6°c to 41.6°c) per (B)(4), effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch.the reserve sample evaluation was completed on 08aug2019. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation performed on 08aug2019 for an unrelated complaint.an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the (B)(4) site requiring an evaluation for this batch. The previous investigation was not confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this lot.an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed:scope: date contacted: 21feb2018 through 21feb2021/manufacturing site: (site name)/ complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown:the citi search returned a total 59 complaints for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event/serious/unknown.a citi complaint trend search was performed for the subclass adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products, refer to the 36-month attached trend chart adverse event serious unknown nsw 8hr 21feb2018 to 21feb2021. There is no further action required. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. There is no further action required.